Event description:
A peritoneal dialysis (pd) pt reported that the cycler was alarming for ain in the cassette. She was unable to continue the current treatment and discontinued using the cycler. When she was removing the set, she discovered fluid leaking in the cassette compartment. She retained the set and is making it available for eval. During f/u, the pt's pd nurse reported that the pt's effluent was clear. She had no signs of infection. She was not treated with antibiotic. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.